Event description:
It was reported, the patient had not charged her ipg in over 6 months and the ipg was now inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced. The patient's leads were also explanted and replaced (reference MFR report: 1627487-2015-15125 and reference MFR report: 1627487-2015-15126). The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.